Event description:
It was reported that there as a decrease in defibrillation impedance and varying threshold that was observed on the right ventricular (rv) lead. Technical support was contacted and gave reprogramming recommendations. No intervention has been performed.

Manufacturer narrative:
Further information was requested but not received.